Event description:
During surgery when the surgeon inserted the locking screw, the screw broke under the head region. The surgeon was not able to remove the shaft of the broken screw.

Manufacturer narrative:
Investigation in progress but not yet complete.